Event description:
Received a phone call that during a prostate cryotherapy procedure, the machine failed. In the 1st cycle after a few minutes of freezing, a "no hardware communication error" popped up. The freezing stopped by itself and the screen was not accessible for some time. After a few minutes they were able to click away the pop up screen and continued with procedure. The machine will be replaced by a new one and sent back to galil for investigation.